Event description:
Care fusion pleurx drainage kit, 1000ml (lot 0001258625, exp 2021/02/14), made in (B)(4) by care fusion dr 203 ltd. Received 10 kits in one home order - all with same lot number. Two of the first four used had the following quality issues: used on (B)(6) 2019, access tip cover was not attached to the access tip upon removal from outer bag. There was nothing unusual or difficult about removing bottle from outer bag which would have caused the tip to fall off upon removal; used on (B)(6) 2019, two of the three alcohol pad packages within the blue-wrap, were compromised to the extent of, one being visibly unsealed at one end leaving the contained alcohol pad completely dehydrated, and another where the pad was significantly dehydrated to the point of being barely damp enough for patient to ask if it were wet.